Event description:
Allegedly patient was forced to undergo a revision surgery of the left hip due to a detached, disconnected, and/or loosening of the acetabulum and creating metallic debris.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. (B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No catalog or lot numbers were provided by the initial reporter. This report will be updated when the investigation is complete.